Manufacturer narrative:
Analysis found that it could not verify the allegation. The device cable came in working but both back clip loose and bent. Replaced both washer and clips. The item was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device was not working properly. There was no known patient impact.